Event description:
A cgm error was reported, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. After the reset, the error code did not reappear, and the caller successfully started a new sensor session.